Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-11-01. H6: investigation summary customer returned (5) open 4mm, 32g pen needles without the tear drop label or inner shield. Customer states that the needle clogged during priming. All returned pen needles were examined and 4 out of 5 samples exhibited a bent non patient end of the cannula, which could prevent insulin from properly flowing through the cannula. The remaining sample was tested and was able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the customer¿s indicated failure (bent non patient end of the cannula). Root cause is user related. The non patient end of the cannula was bent during use of the product by the customer. H3 other text : see h10.

Event description:
It was reported that 2 bd pen ndl 32g 4mm hp were unable to prime.   The following information was provided by the initial reporter : the consumer reported needle clog during priming. Date of event : unknown; samples : available.

Event description:
It was reported that 2 bd pen ndl 32g 4mm hp were unable to prime. The following information was provided by the initial reporter: the consumer reported needle clog during priming. Date of event : unknown. Samples: available.

Manufacturer narrative:
H6: investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text: see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows : 1. Lot # : 0309970 ¿ device expiration date : 10/31/2025 ¿ device manufacture date : 11/04/2020 2. Lot # : unknown ¿ device expiration date : unknown ¿ device manufacture date : unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd pen ndl 32g 4mm hp were unable to prime.   The following information was provided by the initial reporter : the consumer reported needle clog during priming. Date of event : unknown. Samples : available.